Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 3889-28 lot# va0l6ey serial# implanted: (B)(6)2014 explanted: (B)(6) 2017 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had experienced a loss or change of therapy. The patient stated she had not felt stim since her ins ( implantable neurostimulator) replacement (B)(6) 2016. The patient stated that she had her ins replaced for normal battery depletion. The patient was getting 50% in symptom reduction but was not feeling stim. The therapy was on. The patient stated she has her follow up appointment on monday (B)(6) 2016. Indications for use were noted as: gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. Additional information received on (B)(6) 2016 reported that a manufacture representative contacted the patient and they helped them change programs and the patient was going to try the new setting for 2 weeks. The patient stated that some days they thought that it was doing ok and other days they were not sure. The patient only felt stimulation periodically. The patient¿s healthcare provider told the patient that they thought the lead may need to be replaced for better results. It was later reported, on (B)(6) 2016, that she was not getting a 50% or greater reduction in her symptoms. The patient stated that mainly the instant she has the urge to urinate she starts going. The patient stated she still has leakage and was changing her underwear at least 3 times a day and has to wear pads. The patient felt stimulation. Patient was on program 2 @ 8.5v. Patient was feeling stimulation within the bicycle seat region in her left buttocks where she sits. The patient stated that she felt like she had moved stimulation up several times but was not getting any results. The patient stated that her implant was "not working any better than how her last implant worked after it had died" and was very discouraged. The patient stated that she knew a 50% of greater reduction in symptoms was what was considered a normal success but that her doctor told her that he was going to try to get her up to an 85% reduction. The patient stated she remembered that the doctor told her that they might have to "move the electrodes" and try a different program but she had only seen him once since she got this implant. Patient requested that patient services assist her in helping change programs. The patient service walked patient through changing to program 3. Patient felt stimulation in bike seat area @ 7.2v. The patient stated that it was harder for her to feel where the implant was with this implant compared to her last implant. Patient was able to successfully sync up with her implant. Addition information reported few days later indicated that the new device was not working any better than the older one with its dead battery .the patient was walked through changing the programs and setting the intensity. As of right now the patient felt it was doing better not perfect but better. The patient was on program # 3 and the intensity was at 5.6. The patient stated for sure it would never completely be perfect but if she could function better without too many accidents she can live with it. The patent was still changing underwear probably 3 times each day (24 hours).the patient used disposable underwear and was not comfortable going back to pads, too much chance of any time having a major leak. Some days possibly but never know for sure. Additional information was received on 2017-jun-21. It was reported that close to the first of the year, the patient had been feeling stimulation on the outside of their hip when they would lay on their side. They also could not feel the difference between when the therapy was on or off; the healthcare provider had had them turn therapy off for about a month. The patient stated that the healthcare provider felt like they needed to change the electrodes to get the therapy working to relieve the patient¿s symptoms. It was also reported that the ins had depleted too quickly, lasting less than a year. The ins and leads were replaced. No further patient complications are anticipated or expected as a result of this event.